Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the direct current (dc)¿ dc converter printed circuit board assembly (pcba). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) while in use on a patient, this 980 ventilator ¿turned off¿ and generated a ¿ventilator inoperative, do not use¿ message. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury. This event is being conservatively reported. Based on a review of the logs there was no indication of a loss of ventilation on (B)(6) 2021, however the logs indicate that the ventilator entered back up ventilation (buv) on (B)(6) 2021.

Manufacturer narrative:
Additional codes added to section h6 evaluation code conclusion and component codes h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator ¿turned off¿ and generated a ¿ventilator inoperative, do not use¿ message. Based on a review of the logs there was no indication of a loss of ventilation on january 04, 2021, however the logs indicate that the ventilator entered back up ventilation (buv) on january 08, 2021. The device was available for evaluation. One direct current (dc) - dc converter printed circuit board assembly (pcba) was returned to medtronic for further analysis. The returned part visually inspected and functionally tested with no malfunction or product deficiency identified. The reported event of ¿ventilator inoperative and turned off¿ could not be duplicated. The analysis concluded that no fault was found with the returned dc-dc converter pcba. The event was isolated in the field to a potential fault with the dc-dc converter pcba; however, the returned component was analyzed and were no fault found. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.